Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. The customer reported that the device was place out of service permanently. There will be no device returned for evaluation. (B)(4).

Event description:
The customer reported that the user interface module (uim) touchscreen on the ventilator is blank. The problem is intermittent. There was no patient involvement.